Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the legal manufacturer's investigation, it was concluded that the front panel was broken and removed because the user applied a strong impact to the front panel. The device history record (DHR) was reviewed and no issues were identified that could have caused or contributed to the reported issue. The instructions for use (IFU) for the device includes the following caution: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The front panel was observed broken off and replacement of the front panel was determined to be necessary. All other device functions were verified to work as intended.

Event description:
A user facility reported that the face plate on the front of the unit was knocked off. There was no patient injury or harm, associated with the problem, reported to olympus.